Manufacturer narrative:
(B)(4).

Event description:
A customer reported a cycle cancellation of a low pressure injection error with their sterrad 100s sterilizer and the cancelled cycle was released for use on patient prior to reprocessing. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the confirmed load not recalled issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the confirmed load not recalled issue was reviewed from august 2017 to february 2018 and no significant trend was observed. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." The assignable cause of the confirmed load not recalled issue is likely due to user error. A customer letter will be sent instructing them to review the user¿s guide which states that loads from cancelled cycles should be repackaged and reprocessed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).